Manufacturer narrative:
Section d10 was updated. Section h10: the real intelligence robotic drill, rob10013, (B)(6), used during surgery was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario can be confirmed. A key performance characteristics (kpc) test was performed during which the long attachment could not be loaded as intended. The silver lock ring from the nose was turned a bit and therefore prevented the attachment from being attached. The kpc test passed. A test case was performed and could be completed without any problems. The drill was opened for further investigation. The exposure motor was tested and passed. A high pot test was performed to test the cable and passed. The motors were removed, and the drill was inspected further. No additional defects were found. The drill was reassembled and a kpc test was performed again. All tests passed. The loading off the burr could be done without any issue. An engineering review was completed. The exposure motor was tested and found to be responsive. The most likely cause for this event was a misalignment of the rotating collar, potentially occurring during the cleaning and sterilization processes. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: case-2024-00215972-1.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during set up for a cori assisted tka surgery, it was noticed that the sleeve cannot be mounted on the real intelligence robotic drill. The procedure was performed, without any delay, by manual procedure. No injury was reported as a consequence of this issue.